Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip was selected for use following an angioplasty procedure. The right femoral access was successfully closed using the angio-seal system, and no hematoma was initially observed. At 30 hours post-procedure, after pushing-effort on the toilet, the pt appeared to be in hemorrhagic shock and a pelvic hematoma was observed. The pt received a blood transfusion x 7 units after being transferred to the operating room for an emergency evacuation of a pelvic hematoma and suture of the common femoral artery. The pt was discharged in stable condition.